Event description:
Describe event or problem: balloon ruptured.

Manufacturer narrative:
The report from the affiliate indicated that the pt was admitted for (pta) percutaneous transluminal angioplasty of an external iliac artery of 2004. The lesion was noted to be moderately calcified, slightly tortuous, and with a 90% stenosis. The lesion was pre-dilated with a synergy 4mmx10cm balloon, followed by the deployment of an 8mmx10cm luminex stent. After the deployment of the stent, an amiia balloon was advanced to post-dilate the target site, but the balloon burst at two atmospheres. According to the report, the prod was inspected before utilizing in the pt, and it did not appear to have any anomalies. The report indicated that a medtronic indeflator was utilized to inflate the balloon, and the report indicated that there was no pt injury noted with this event. Also, please not e that no further info will be forthcoming for this report. Add'l info will be submitted within 30 days upon receipt.